Manufacturer narrative:
Patient identifier unknown. Manufacturer placeholder number given instead. Gender and ages of patients unknown. Predominant gender and average age provided instead. Dates of patient deaths unknown. Locations of devices unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: böckler, d., bischoff, m.s., kronsteiner, d., skrypnik, d. And meisenbacher, k., 2021. Outcome analysis of the gore conformable thoracic stent graft with active control system for the treatment of arch and descending thoracic aortic disease. European journal of cardio-thoracic surgery, 60(6), pp.1455-1463. The article is a retrospective single-center study investigating the outcomes of thoracic endovascular aortic repair using gore® tag® conformable thoracic stent graft with active control. One hundred fifteen patients were included in the study. Patients were enrolled in the study starting at the time of introduction for the endoprosthesis in july 2017 and follow up ran through february 2020. Fourteen procedure or disease-related mortalities were reported by the authors. Eight patients died due to multi-organ failure, 2 patients died due to cardiac failure and one patient each died due to respiratory failure, cancer, upper gastrointestinal bleeding and rupture during surgery. Two additional deaths due to perioperative strokes were reported by the authors. One patient was treated for symptomatic thoracic aortic aneurysm. The patient was also treated with hepatic and mesenteric embolization. The patient presented with embolic stroke with cerebellar and posterior infarction. The patient died following multi-organ failure due to the stroke. A second patient was treated for complicated type b intramural hematoma and a hypertensive crisis. The patient presented with hemorrhagic stroke with left anterior intracerebral hemorrhage with incarceration. The patient died following a craniotomy and prolonged weaning.

Manufacturer narrative:
G3/g4: updated with correct PMA/510k #.

Manufacturer narrative:
The author has been asked repeatedly to provide additional information regarding the allegations in the literature article, such as device serial numbers, imaging, device returns (in the cases of explantation) and individual patient outcomes. No response has been provided. A review of manufacturing records, imaging evaluations or device evaluation have therefore not been possible. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to bleeding complications, cerebrovascular accident, change in mental status, death, myocardial infarction and respiratory complications.